Event description:
Patient reported left side "capsular contracture baker grade ii-iii" and "increasing pain and tenderness". Device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade ii-iii.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: pain: unable to observe, since it is a medical event. And is not related to the device. Capsular contracture: unable to observe, since it is a medical event. And is not related to the device. It is not possible to determine, the lot number and catalog through the photos provided. It cannot be determined, which device is for the left or right side. Per, the photos provided.

Event description:
Patient reported, left side "capsular contracture baker, grade ii-iii". And "increasing pain and tenderness". Device has been explanted.